Event description:
Records from a hosp identified pts with a positive bronchial wash culture for stenotrophomonas maltophila. The common variable in these cases were two brochoscopes processed in a steris system 1 processor. The hosp then took cultures of the bronchoscopes and found one of the scopes to be positive for s maltophia.